Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that the customer was in hospice care and his passing was due to the insulin pump. The caller was asked to return the insulin pump for analysis. The caller declined providing details regarding the passing of the customer. The caller stated that they would leave it up to the customer's spouse whether they want to provide details of the customer's passing.